Manufacturer narrative:
Unit received with scratched display window cover, severly scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, cracked case(battery tube), cracked battery tube threads, cracked case, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test and lock reservoir in place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was long crack beginning from the top of the insulin pump, all along the length of battery tube. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.